Event description:
Boston scientific received information that low out of range shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Noise was also noted, which was oversensed resulting to inappropriate anti-tachycardia pacing (atp). There was no inappropriate therapy, no pacing inhibition or asystole reported. A lead insulation issue was suspected. The device and lead were explanted and replaced successfully; however, only the lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.